Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for multiple back operations and radicular pain syndrome (radiculopathies). It was reported that the patient had not used the spinal cord stimulation for ¿probably 5 or 6 years¿ because it just didn¿t¿ seem to do what she thought it would do. The spinal cord stimulation system was entirely removed around (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.